Event description:
The customer reported that during a radical cystoprostatectomy, the device would not cut the sealed tissue when the blade was triggered. The surgeon released the device from the tissue, and as he manipulated the device on the surgical table, a part came off. The part was picked up by the customer and nothing fell into the patient cavity. The customer reported that the broken part was from inside of the handle. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.